Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the penumbra coil 400 (pc400) system include, but are not limited to, neurological deficits including stroke and possibly death, and post-embolization syndrome. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
During its post-market surveillance activities on (B)(6) 2021, penumbra inc. Became aware of a journal article titled, ¿persistent hyperprolactinemia, transient hypopituitarism, and transient contralateral third nerve palsy after endovascular treatment of an internal carotid artery aneurysm: case report and review of the literature¿ (wende et al. 2020). The article was received on (B)(6) 2020; however, the procedure date is unknown. This article reviews literature from 1962-2020 and analyzes one case of hypopituitarism after treatment using penumbra coil 400s (pc400s). After successfully packing the right internal carotid artery (ica) with twenty-four pc400s with the assistance of an expanding stent without any noted procedural complication, the patient was discharged home on the fourth day post-procedure. However, on the sixth day the patient returned with diplopia and unilateral palsy of the left oculomotor nerve. On the seventh day, inflammatory signals in the aneurysm wall with contact to the pituitary stalk and the left oculomotor nerve were observed. The patient was administered dexamethasone which led to full clinical recovery. It was reported that six months after the first intervention, twenty-five pc400s were implanted in the target location without further complications. It was not possible to ascertain specific device information from the article, nor to match the events reported with previously reported complaints. Therefore, this report addresses all malfunctions and/or adverse events within this literature source.